Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site was not getting the desired tissue effect when using bipolar. They stated that the lights and sounds were working as expected, but that they weren't getting a burn. They already checked both bipolar ports with no change. The monopolar energy had been working properly .it is unknown at this time if the procedure was completed using the same generator. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was found to have extreme damage to the lcd display and will be scrapped in house. The iesu energized and cauterized and all ports recognized instruments on system.